Manufacturer narrative:
Additional information for this device is not yet available. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not yet available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was a bent pin in the video connector, which led to no image being received. The video connector needs replacing. It is likely the device connector was damaged when the user was trying to connect the scope. This device was recently serviced and returned for the same issue. Device is equipped with new type of switch.

Event description:
As reported for this event, during set up for an unknown procedure the device yielded no image when the scope is plugged in. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements: do not apply forceful force to the connectors. The connectors may be broken.